Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per manufacturing, a review of the device history record was completed for batch# 6256607. All inspections and challenges were performed per the applicable operations qc specifications. There were four notifications noted that did not pertain to the complaint. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd insulin syringe with the bd ultra-fine¿ needle(s) 0.5 ml 31gx5/16 (8 mm). It was also reported that this foreign substance would create a difficult plunger. Customer also reported a ¿knot¿ on their leg. There was no report of injury or medical intervention.